Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was damaged and did not insert into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 377 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula never inserted in the infusion site (leg), due to the fact that the cannula detached from the pod and was laying on the skin. As treatment, a new pod was applied.